Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Customer had elevated blood glucose levels not related to the reported issue. Troubleshooting was performed and found that the occlusion was coming from the cartridge. Cartridge was successfully changed and insulin delivery was resumed.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6).